Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device became disconnected. This occurred during infusion in the cath lab. The reporter stated that the "IV was securely tightened at clave connector and taped in place." There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.